Event description:
Implanted a lens but it tore as it was being inserted. The lens was removed with no patient injury. An st-45s cartridge was used but the lot number was not provided by the facility. The model and lot number of the injector used was not provided by the facility.